Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead impedance was low in several attempted locations. The physician elected to use a different lead for the implant. No patient complications have been reported as a result of this event.